Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48mg/dl. Low bg cause was not known. Customer consumed glucose tablets and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.